Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months, there were five air leaks in (B)(6) and seven in (B)(6). On (B)(6) 2019 the patient was discharged to home. On (B)(6) 2019 developed subcutaneous emphysema. A CT scan was negative for pneumo. No additional treatment needed.